Manufacturer narrative:
(B)(4). The instrument was cycled, fired the remaining 11 clips conforming, and locked out as intended.

Event description:
It was reported that the device was used during an unk procedure, the clips would not stay in the tracks and caused the tips to cross. No pt consequences.